Manufacturer narrative:
Analysis conclusion the report of a backup battery fault alarm was confirmed through the analysis of a data log file retrieved from the returned heartmate 3 system controller (sn (B)(4)). The retrieved log file contained approximately 291 days of data (dated (B)(6) 2019 - (B)(6) 2019, according to the timestamp). The events captured in the log file indicated that the controller was disconnected from an lvad on (B)(6) 2019, indicating that it was being used as a backup system controller. From that point onward, the controller was only ever connected to external power for charging. At ~10:22am on (B)(6) 2019 the controller was connected to an mpu for charging. At ~11:28am the controller alarmed with a backup battery fault alarm as a result of an active backup battery load test fault. The backup battery fault alarm was captured as active until the controller was powered down. During this event the controller was not connected to an lvad. The returned system controller passed functional testing using laboratory test equipment and was able to support a mock circulatory loop for an extended period of time, without any atypical alarms or events being captured. The returned controller functioned as intended during the investigation. As a result, the root cause of the reported event could not be conclusively determined. Although the root cause of the vent could not be conclusively determined, reports of similar events have been documented and corrective action (CAPA) has been initiated to investigate the issue. The controller was exchanged without any issues and a replacement controller was sent to the patient. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient experienced a backup battery fault alarm while supported by a system controller. The patient exchanged to a backup controller. No further information was reported.

Manufacturer narrative:
Section a2: corrected information